Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with a broken fiber on the outer perimeter of the fiber bundle on the cavity ID end of the dialyzer. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Nurse stated that the leak was visually observed and the machine alarmed shortly after treatment. Estimated blood loss was less than 2ml's . Patient is fine, no known medical intervention was required. Sample is available.